Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump from the ER constantly displayed the door not fully latched message during biomed testing. It was also reported, there was no pt injury.